Event description:
It was reported that prior to implant, there was difficulty in connecting bluetooth to a implantable cardioverter defibrillator (ICD). The connection was tried on multiple programmers and an error message appeared. Wand telemetry was available and the device could be interrogated without bluetooth. The device was not used and exchanged. There was no patient involvement.

Manufacturer narrative:
Correction: this report is to retract 2017865-2022-08608, submitted on 25 apr 2022. This report was erroneously submitted. There were no allegations of malfunction regarding this product.